Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported the patient has another manufacture's pns system implanted. The caller indicated that the patient does not get effective pain relief from the pns device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).